Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) # : (B)(4).

Event description:
The device was returned and evaluated on the (B)(6) 2020, this supplement report is being submitted to capture this. D.10 and h.3 within this report has been updated to reflect the evaluated device.

Manufacturer narrative:
PMA/510(k) # : (B)(4). Device evaluation the npds-5 device of unknown lot number involved in this complaint was returned for evaluation, without the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 02 october 2020. On evaluation of the device a slight kink was observed on the 01st flap and a kink was observed on the 03rd porthole. A 0.035¿ wire guide passed as expected. Document review as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution npds-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0107-2) states the following: ¿refer to package label for minimum channel size required for this device¿. The product label indicates to the user that a 0.035¿ wire guide should be used with the drainage catheter. There is evidence to suggest the user did not follow the package label. Image review ¿ n/a root cause review a definitive root cause of user error was identified from the available information. It is known that a 0.025¿ wire guide was used with the complaint device. It is likely that the use of a non-recommended wire guide with the device resulted in insufficient device support during advancement. It is possible that the insufficient device support caused or contributed to the formation of the slight kink on the first flap of the drainage catheter and the kink observed on the porthole. It is possible that the kinks on the device along with the insufficient device support from the incorrect wire guide resulted in the user being unable to cross the target location with the drainage catheter. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the (B)(6) 2022. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) # : k171623.

Event description:
When the physician almost finished this case, he tried to insert npds-5 but it was too hard to penetrate the duct. He tried several times and he withdrew npds-5. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Incorrect sized wire-guide used 0.025in.